Manufacturer narrative:
Some initial catalog number/serial number was obtained from the risk mgmt dept but subsequent investigation has called the accuracy of that info into doubt. Sorin group USA is continuing to try to verify the correct info. Catalog number and serial number are necessary to conduct an investigation of the reported incident and the involved product. Even if the product is not made available for eval. Sorin group USA would review service records for the involved product as part of its normal investigation. If correct catalog number and serial number info are confirmed, a follow-up report will be filed with results of the investigation.